Manufacturer narrative:
This report is submitted on 2 july 2020.

Event description:
It was reported that the patient experienced an infection at the incision site and was treated with oral antibiotics.

Manufacturer narrative:
D4: serial number updated. This report is submitted on 19 august 2020.